Event description:
I went to the (B)(6) location on (B)(6) to have the cool sculpting procedure done, that is approved by the FDA to freeze fat. The technician explained how the results work. Approx 20% reduction with the first treatment and approx 50% reduction with the second treatment. I had all stomach areas done to maximize my results and waited for the appropriate time to lapse. I called back after 3 months with every intention of having a second treatment done. I explained to the technician that I didn't even lose 1/4 of an inch, not nearly 20%, all she did was say I'm sorry. I don't think that was the way to handle it after the way it was explained to me and the money I spent on a treatment that was FDA approved. I felt like this machine was a (B)(6) dollar rip off and should be off the market or have a set verbiage to explain to patients how this procedure may or may not work. If it doesn't work, then the FDA shouldn't endorse it as working to freeze fat. I took my measurements before and after the treatments and no fat came off. I also feel like the machine pulled so hard on my soft tissue that it tore cartilage between my ribs, because I have no other way to explain it. I went to doctors and also a chiropractor to be treated.